Event description:
Reader defective. After charging all night, reader does not last eight hours.

Event description:
Additional information received from FDA on 09/29/2022 regarding mw5111973. Updating procode.